Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer tried to reboot, but issue was not resolved. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) observed that the station was stuck on an update screen and performed a power cycle by shutting down the unit and disconnecting the battery for a few minutes. The fse rebooted the system and encountered a blue screen, after which the device was powered off and on again until a revert to previous state option appeared. The fse proceeded with the reboot, accessed the login screen, and successfully logged into the system, confirming that medication access functionality was restored. The system functioned as intended after the field service engineer repaired the device.